Event description:
A surgeon reported a patient with uncorrected astigmatism following intraocular lens (iol) implant surgery. Add¿l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. There was not enough info was provided from the account to properly complete and investigation. Add¿l info was requested on (B)(4) 2012 and (B)(4) 2013 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).